Event description:
It was reported to philips that the system's wireless footswitch was intermittently disabled, which can impact imaging. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.